Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric procedure ,when the device were being removed, it was observed that the staples did not seal properly causing a tear in the stomach tissue. A new device was supplied during the procedure to complete the case. There was no patient injury.